Event description:
An orsiro drug-eluting stent system was selected for treatment of a total occlusion in the distal rca. The orsiro stent system could not pass the predilated lesion and after removal a stent strut deformation was noticed.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the cathlab report provided was reviewed. The affected instrument was returned with the stent protector being reapplied and located about 6 mm distal to the stent. The stent is severely deformed at its distal end, i.e. Several struts are bent outwards. Microscopic inspection revealed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. In addition, the device shaft is mildly kinked at the skive. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.